Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that a visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification. It was noted that the valve casing was cracked and it had an imprint mark in the silicone housing from the cam mechanism, which indicates that this is due to the valve receiving some form of impact. This however could not be confirmed. A review of the history device records confirmed the valve product code 82-3112 with lot cjcdlh, conformed to the specifications when released to stock. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the device was implanted via v-p shunt. Doi and the initial setting pressure are unknown. After implantation, it was noted that the ventricles of the patient's brain became large. Since the patient¿s condition was not improved, the revision surgery was conducted on (B)(6) 2014 and the device was replaced by 82-3110. The setting pressure at the revision is unknown. After removal of the device, it was found that the stepping motor was dislodged from the base plate. The patient is being followed.